Event description:
It was reported that the safety mechanism didn't work. There was no reported patient injury. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of the safety mechanism working incorrectly is confirmed. One 22 ga x 0.75 in safestep infusion set was returned for evaluation. An initial visual observation showed use residues throughout the returned infusion set, and the safety was engaged on the device. It was observed that the needle shaft broke just proximal of the metal sleeve, and the distal segment of the needle was inside the safety mechanism. A functional test of maneuvering the distal needle piece in an attempt to break the needle tip free from the safety plate was successful, and it was also observed that the needle tip could easily be pushed out of the safety plate but would get caught before it could be pulled out completely. A microscopic observation revealed an extra bend in the needle shaft proximal of the intended huber bend towards the distal tip of the needle. The extra bend in the needle caused the needle to get caught incorrectly in the safety. Because the needle got caught in the safety at the wrong bend, scoring was observed on the needle shaft. The bend location of the needle and the use residues on the device suggest the bend occurred during use. The complaint of the safety mechanism of an infusion set working improperly is confirmed. Because the location of the bend of the needle is just proximal of the intended bend of the needle and scoring marks were observed, the safety likely failed during use. Such bends can occur if the needle is inserted too far into the port and if lateral pressure is placed on the needle following port access. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Event description:
It was reported that the safety mechanism didn't work. There was no reported patient injury.